Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') In an adult female patient who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no (per pfs)". The patient's medical history included migraine, headache, multi gravida, parity 2, uterine leiomyoma, chills and fever. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included constipation, uterine bleeding, dysfunctional uterine bleeding and genital bleeding. Concomitant products included hydrocodone bitartrate; ibuprofen (vicoprofen) and hydrocodone bitartrate; paracetamol (lortab). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), excessive bleeding"), menorrhagia ("abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder and urinary tract,") and urinary tract infection ("infection: bladder and urinary tract,"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, fatigue, cystitis, urinary tract infection, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage and vulvovaginal pain had resolved. The reporter considered abdominal pain, back pain, cystitis, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as per this follow up discrepancy note date of insertion: (B)(6) 2008, but is summons the insertion date was given (B)(6) 2008. Concerning the injuries reported in this case, the following one were described in patients medical record: urinary tract infections,dysmenorrhea, dyspareunia, pelvic pain, most recent follow-up information incorporated above includes: on 5-aug-2019: pfs& mr received reporter information, lot no was added. Case become incident injury nos replaced by new event pelvic pain, vaginal, bleeding, menorrhagia, dyspareunia (painful sexual intercourse), fatigue, bladder infection, urinary tract infection, abdominal pain, lower back pain, vaginal pain, device monitoring procedure not performed . Severity added abdominal pain, lower back pain. Outcome added , vaginal, bleeding, vaginal pain. Concomitant drugs and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') In an adult female patient who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no (per pfs)". The patient's medical history included migraine, headache, gravida ii, parity 2, uterine leiomyoma, chills and fever. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included constipation, uterine bleeding, dysfunctional uterine bleeding and genital bleeding. Concomitant products included hydrocodone bitartrate;ibuprofen (vicoprofen) and hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),excessive bleeding"), menorrhagia ("abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder and urinary tract,") and urinary tract infection ("infection: bladder and urinary tract,"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, fatigue, cystitis, urinary tract infection, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage and vulvovaginal pain had resolved. The reporter considered abdominal pain, back pain, cystitis, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as per this follow up discrepancy note date of insertion: (B)(6) 2008, but is summons the insertion date was given (B)(6) 2008. Concerning the injuries reported in this case, the following one were described in patients medical record: urinary tract infections,dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.